Event description:
It was reported by service report that the siderail cable was damaged with exposed wires. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged siderail cable exposed selv wiring.